Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours on a one unit per hour basal rate with no reboots or power loss occurring. A manual reboot of the pump was performed and the one unit per hour basal rate did not erase and remained in the basal program after the reboot. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to duplicate complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and alleged that the pump switched to default date and time after a reboot. The patient indicated that he was able to prime and rewind successfully. However, he repeatedly received a cs 064 alarm and claimed that all his basal rates were erased. The patient did not allege any harm or injury because of the reported issue. The alleged issue regarding the erased basal rates was unresolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's basal rates were erased after a reboot. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.